Event description:
It was reported that "upon placing screws during an anterior cervical diskectomy, the final-tightening screwdriver tip broke off into the screws. Surgeon was able to remove the broken tip; therefore, no pt harm resulted."

Manufacturer narrative:
Stryker spine became aware of this event through medwatch (B)(4) which was sent to stryker from the FDA and received on (B)(4) 2012. Method: complaint history analysis, device history review and risk assessment. Results: there have been 35 previous complaints involving 37 units since 2004. The device history for this device's batch was reviewed and no relevant deviations were reported. In this event the surgeon was able to remove the broken tip and then were no adverse consequences reported. A medical opinion was requested for a previous complaint; it stated that given the small size of the fragment it would not migrate to any degree and there is very little risk of any harm to a pt had the breakage occurred during surgery. Conclusion: a through investigation could not be performed due to the unavailability of the implicated instrument. The failure can occur if the instrument is not correctly inserted into the screw-head during final tightening or screw removal and pivoting or cantilever forces are applied.